Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they had worsening oxygenation. Subsequently, they had disconnection of tubing during the re-initiation that resulted in blood loss. The product was changed out. It is still unknown whether there were any effects on the patient. There was delay during off bypass 3 times, 2 minutes each. There was 2000 ml blood loss, that resulted in blood transfusion.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 2, 2022. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem). D4 (additional device information - added expiration date). D10 (added concomitant medical products). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information) . H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation finding: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The actual sample and detailed information were not available in this case and the cause of occurrence could not be clarified from the investigation result. Review of the manufacturing history record and the incoming inspection record of four lots presumably involved in this complaint found no anomaly in them. A search of the past complaints file found no similar report on each lot presumably involved in this complaint. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received from the clinical specialist: about 149 minutes into the case at 32 degrees c, the falling blood gases were at ph 7.25, pco2 54, po2 112, k+ 6.6, be -3 with supply gas settings of 9.9l/min of sweep at fio2 of 1.0 or 100% oxygen. The program uses a gem point of care blood gas analyzer the was correlated pre-bypass. The cerebral saturations were 73% and 71% with a blood hematocrit of 31%. The delta p of the membrane oxygenator was less than 100mmhg, as the program measured pre and post oxygenator membrane pressures. They use a centrifugal pump. The program uses an act plus (medtronic) device to measure acts however no hepcon device is used to measure heparin concentrations in the blood. The 4 act values for the bypass run were 925 seconds, followed by values of 999 seconds, 999 seconds and 999 seconds. They did not change out the act plus device, as a result of the repeating 999 seconds results. During the pump run, the clinicians did not give any heparin to the patient, aside from the 10,000 iu that was in the pump prime and the loading dose of heparin of 30,000iu, given by anesthesia prior to going on bypass. One must be concerned about the initial dose of heparin having been metabolized rather quickly by the patient prior to cpb and then the act values having been elevated to 999. The clinicians decided to change out the oxygenator as a result of the increasing pco2 and decreasing po2. The new oxygenator resulted in blood gases of ph 7.20, co2 48 and po2 of 640 with a fio2 setting of 1.0 or 100 % oxygen and a sweep rate at 9.9l/min. With the oxygenator being changed out, the clinicians did not tie-band the tubing on the new oxygenator and experienced a series of disconnections of the arterial tubing, pump stoppages and a total estimated blood loss of 2 liters. As a result, the patient required 3 units of banked blood transfusions. The patient did recover from the surgery with no apparent injury.